Event description:
It was reported to vyaire medical that the vela ventilator alarmed "xdcr fault (transducer fault), low pip (positive inspiratory pressure) and low ve (ventilation) while on a patient. The patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.